Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir had a air bubble anomaly. Customer experienced different blood glucose level 40 mg/dl,66 mg/dl,125 mg/dl and 140 mg/dl. Troubleshooting did nor resolve the issue. Product will not be returned for analysis.